Manufacturer narrative:
Patient interface (B)(6). The product analysis indicated the device cable required replacement due to failure. The cable was replaced. The device was repaired and tested to specifications. Nim mainframe 3.0 - (B)(4). Service did not find fault with the device. The device was tested to specification and returned to the customer. Concomitant device: (B)(4) ,nim mainframe 3.0, serial #(B)(4), lot # 69222500, 510k # k083124, UDI # (B)(4).

Event description:
The customer reported they were unable to do any nerve stimulation or receive nerve feedback intraoperatively. There was no patient impact.